Event description:
It was reported that the instructions for use (IFU) for bd bbl¿ chromagar® mrsa ii 100mm (20 each) contains a typo in the chart under the "user quality control" section. The atcc strain listed as "no growth" is described as methicillin resistant staphylococcus aureus (mrsa) instead of methicillin susceptible staphylococcus aureus (mssa). There was no health impact or consequence reported.

Manufacturer narrative:
B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this memo is to summarize findings on your recent complaint 10110457 regarding bbl¿ chromagar¿ mrsa ii, catalog number 257435, lot number unknown with respect to a documentation issue. Event description: it was reported internally that the IFU for catalogue number 257435, bbl¿ chromagar¿ mrsa ii contains an error in the user quality control section. For staphylococcus aureus atcc 29213 it should say mssa and not mrsa as there is no growth expected. This mistake is in all different IFU language versions. Complaint history review: the complaint history was reviewed for a period of 12 months, and no similar complaints were reported for the affected catalog number. A trend was not identified. Batch history record (bhr) review: without a lot number, a bhr review cannot be performed. Sample analysis: ifus were reviewed and the error reported internally that the IFU for catalogue number 257435, bbl¿ chromagar¿ mrsa ii contains an error in the user quality control section. For staphylococcus aureus atcc 29213 it should say mssa and not mrsa as there is no growth expected. This mistake is in all different IFU language versions, was found. No return samples were provided for analysis. Pictures with excerpts from the IFU were shared showing the reported errors. Evaluation results and investigation conclusion: based upon our investigation, we confirm this complaint. A root cause has not been identified. A correction of the IFU has been triggered and is ongoing. We are sorry for the inconvenience.

Event description:
It was reported that the instructions for use (IFU) for bd bbl¿ chromagar® mrsa ii 100mm (20 each) contains a typo in the chart under the "user quality control" section. The atcc strain listed as "no growth" is described as methicillin resistant staphylococcus aureus (mrsa) instead of methicillin susceptible staphylococcus aureus (mssa). There was no health impact or consequence reported.